Event description:
It is reported that the pt suffered from infection. A revision surgery was planned.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
Other device used: catalog #00585003012, zimmer segmental articular surface, lot #62115006 - explanted (B)(6) 2015. This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient was revised on (B)(6) 2015 due to migration of a locking screw within the segmental femoral component. Updated information indicates that the during the revision, the locking screw was replaced and the thicker articular surface was inserted.

Manufacturer narrative:
The segmental articular surface, segmental hinge post, segmental hinge pin set screw and segmental hinge pin were returned. The visual inspections of the returned products confirmed that the dimensions were found conforming to print specifications where measured. Review of the device history records found no deviations or anomalies. These devices are used for treatment. Updated information was received via the operative notes and radiographs. The radiographs appear to show that the shoulder bolt hinge is backing out from the femoral component. The first revision operative notes confirm that the patient underwent two stage revision surgery for unknown components. After the parts were implanted, they were found to be well positioned and the knee was stable. Review of the first revision operative notes does not indicate root cause for the issue. The second revision operative notes confirm that the patient underwent revision of the left total knee for disassembly of the hinge. The 12mm poly was replaced with a 14mm poly and the flexion and extension was checked to be at 90 degrees. The segmental system surgical technique states that do not torque the hinge-pin or set screw beyond 130 in-lbs. The package insert states that dislocation is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.